Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, there was a loose connection and the supply bag became disconnected, which is known to cause this alarm. The cause of the loose connection and resultant disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a loose connection and as a result the supply bag became disconnected, which led to this alarm. Renal therapy services (rts) assisted in clearing the alarm and removing the cassette. Rts advised the patient to continue therapy using manuals or to set up with new supplies. Rts reviewed proper procedures with the patient per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.